Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Facility medwatch: (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. Where in the green range was the indicator located prior to firing? ¾ down. Did the surgeon wait 15 seconds and then retighten prior to firing? Waited 45 seconds. States she has never been instructed to retighten. Was the washer inspected after firing? If so, please describe. There were two complete donuts and suture line was noted. Was audible and tactile feedback observed for confirmation of complete firing? Yes. Are the pathology specimens available for us to x-ray or are the photos available? Will confirm. What is the current patient status? Stable.

Event description:
See attached user facility medwatch (B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the surgeon, in the initial procedure the fellow fired the device. The surgeon felt that the proximal colon had excellent blood supply. A leak test was performed and everything was fine intraoperatively. The patient did not show any signs of sepsis. The patient did have a bowel movement on day 4 or 5. On day 5 bright red blood was found in the stool. Six days after the initial procedure, the patient was taken back to the operating room. A different surgeon used a laparoscope and saw complete disruption of the anastomosis. The patient was given a colostomy. The patient has been discharged and is home. The surgeon was able to inspect the specimen in pathology and indicated the staples were not completely formed and that the specimen was not ischemic. X-ray analysis: the images shows a staple line with staples that appear to be in the proper b-form shape. Several staples are also showed not proximal to the staple line, there appears to be a staple not properly formed. Based on the x ray photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.